Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic laparoscopic therapeutic treatment of an incarcerated paraesophageal hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, pain, impaired transit of the marshmallow bolus across the ge junction with statis in distal esophagus, ge reflux, chest/epigastric pain, dysphagia, & indigestion/heartburn. Post-operative treatment included additional surgery, revision surgery, esophagram, hernia repair, anterior fundoplication, hernia sac excised, & esophagogastroscopy.

Manufacturer narrative:
(Patient codes, ime e2402: impaired transit of marshmallow bolus across ge junction, statis in distal esophagus, ge reflux) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic laparoscopic therapeutic treatment of an incarcerated paraesophageal hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, pain, impaired transit of the marshmallow bolus across the ge junction with statis in distal esophagus, ge reflux, chest/epigastric pain, dysphagia, failure of mesh, emotional harm, discomfort, (&) indigestion/heartburn. Post-operative treatment included additional surgery, revision surgery, esophagram, hernia repair, anterior fundoplication, adhesiolysis, hernia sac excised, medication (&) esophagogastroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic laparoscopic therapeutic treatment of an incarcerated paraesophageal hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative treatment included additional surgery and revision surgery.